Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving compounded baclofen 2000mcg/ml at 625mcg/day via an implantable pump. The patient reports loss of therapeutic benefit, or decreased therapeutic benefit, even with increased dosing. There were no known environmental, external or patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the full catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.